Event description:
It was reported the epg (external pulse generator) was broken. Follow-up attempts to obtain further details were unsuccessful. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The device would not power up due to board connector cables being disconnected from the main printed circuit board connectors. Upper and lower cases, ring cover, and battery drawer are broken. Battery release is contaminated. Battery contacts are compressed. Lead flex cover is contaminated and broken. Side bail covers, two case screws, side bails, and ring are missing.